Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Previously reported on pr (B)(4) with MDR# 3030677-2023-01151. Device investigation will take place on pr (B)(4) with MDR# 3030677-2023-01151.